Event description:
There are two pre-filled syringes of morphine for the pump; one is 5 mg/ml and the other syringe is 1 mg/ml. The pump automatically defaults to the 1 mg/ml setting. If the 5 mg/ml syringe is placed in the pump and not recalibrated, the pt could receive a five-fold overdosage. About five such incidents have occurred. The latest incident is now being reported. Pt is now stable. Error was discovered when pt's respirations dropped. Rptr recommends that pump remain "blank" so that user can set the pump to either 5 mg/ml or 1 mg/ml.